Event description:
It was reported that during a hip procedure using a super multivac 50 icw wand, the electrode plate broke off into 3 pieces upon insertin into the surgical site. After x-raying the patient and flushing the surgical site, the surgeon was confident that all fragments had been retrieved. The procedure was ultimately completed using a competitive device. There were no significant delays or patient complications reported as a result of this event.